Event description:
It was reported that patient presented for implant procedure. It was noted that the atrial lead helix was failing to extend, and the lead was exhibiting over-sensing noise and unspecified capturing issue. The procedure was completed using a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, and the reported events of noise and capturing problems were not confirmed. As received, a complete lead was returned in one-piece. Visual examination fount the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued, consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the helix being clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths due to procedural damage. Visual and x-ray examination did not find any other anomalies.